Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead triggered an alert for high, undefined, and fluctuating impedance measurements, as well as high thresholds. Fluoroscopy showed that the ra lead was not fully inserted into the header of the implantable cardioverter defibrillator (ICD). The ra lead was reconnected to the device header and both remain in use. The right ventricular (rv) lead exhibited high thresholds and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.